Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to duplicate the issues on the patient side cart (psc). The distal set up joint (suj) 1 and universal surgical manipulator (usm)1 were replaced as required. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis. Based on the field logs, the communication errors were on the distal and usm however this usm did not trigger any error during fa. This unit was able to drive multiple instruments on the system with no issues. The unit also passed sine cycle, fiber power, carriage strength and insertion friction tests on the patient side cart (psc) fixture test platform (pftp). Visual inspection did not find any factors that could have contributed to the reported event. Since the distal node is upstream of the usm, the usm errors were most likely caused by the distal so the usm is a wrong part sent back for the reported event. After reviewing the distal's investigation, it's unclear if the communication errors were replicated on it so the fa code for this RMA will have to change from "wrong part sent back" to "confirmed but not replicated". The field replaceable units (fru) connector pogo-pin (fcp), main harness and axes controller, arm (aca) will be replaced as a precaution. The distal set up joint (suj) has been returned and evaluated by the fa. In lighthouse, the 32126 error was found indicating a node reported a hardware fault in wheel communication, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where errors 23103 and 23105 were triggered indicating a primary setup-join encoder error, replicating the reported event. The unit was then installed onto a pftp where it passed all relevant tests. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the wrist encoder, search light printed circuit assembly (pca), motor module and axes controller tornado(tilt) (act) board on distal suj are all consistent with the reported event and are considered the potential root cause.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the system keeps faulting out for universal surgical manipulator (usm) 1. Prior to calling in the customer emergency power off (epo) and hard power cycled the entire system and fault came back at power up. The customer did get the message to disable usm 1. But customer stated that they need all four arms for the case and can't use a three arm system. The procedure was aborted to another dv system.